Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, it was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window.